Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced discharge, bleeding, dyspareunia, erosion, exposure, hematuria, pain, urinary urgency, urinary frequency, urinary incontinence, neuralgia, anxiety and surgery to remove the device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.